Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an irrigation-aspiration sound difference noticed during a cataract procedure. During use of cortex mode, two lens fragments were not aspirated efficiently. The irrigation-aspiration handpiece was replaced; however, this did not resolve the issue. The procedure was completed with no patient harm. At the end of the procedure, it was noted that bubbles were within the aspiration collection bag. Additional information and product sample have been requested.

Manufacturer narrative:
This is one of four complaints reported for this finished goods lot. This is one of two complaints reported for this issue for this lot. Review of the device history record (DHR) indicates the order was built to specification. One wet, used cassette was returned for this complaint. During visual inspection, it was noted that the drain bag was detached from the cassette cover due to saturation. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully and reached a maximum vacuum within specification; however, leakage occurred between the aspiration luer and the handpiece during the tuning process. The aspiration luer was from cavity 3. The aspiration fitting was replaced with a lab aspiration fitting and no leakage was observed during the turning process with the lab aspiration fitting. The root cause of the customer's complaint is an error that occurred during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).